Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the screen was unable to be calibrated with the pen, the cursor was not responding to the stylus. It was noted that "wiggling" the stylus cable made the cursor responsive to it and that the screen functioned as expected with a known good stylus. The stylus was therefore replaced and calibrated. It was additionally noted that the media bay door was broken and it was also replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was unable to be calibrated with the pen. The programmer was returned for service. There was no patient involvement.